Manufacturer narrative:
The field service engineer (fse) replaced the reagent probes and performed a vertical adjustment. Precision test results were acceptable. The customer had no further issues after the service visit. The service actions resolved the issue

Manufacturer narrative:
This event occurred in (B)(6). The customer's calibration data was ok. The customer's qc was not stable but ok. The field service engineer moved the phosphorus test assignment from reagent disk b to reagent disk a and performed precision testing. The investigation is ongoing.

Event description:
The initial reporter received questionable phos2 phosphate (inorganic) ver.2 results for nine patients tested on a cobas 8000 c (701) module. The initial results were not reported outside the laboratory. The customer performed repeat testing with the same samples for confirmation. The phosphorus reagent lot number was 452122 with an expiration date of 31-mar-2021.